Event description:
As reported to coloplast though not verified, pt was implanted with restorelle direct fix a and omnisure mesh. Later the pt experienced exposed mesh and dyspareunia. A mesh revision was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.